Manufacturer narrative:
No functional issue was observed during evaluation of the autopulse platform (sn (B)(4)). The platform was able to power on and performed continuous compression without any issue. Review of the archive data found no event on the customer reported event date of (B)(6) 2017 related to an issue powering the platform on. As part of routine service during testing, the device was examined and found evidence of fluid ingress inside the platform. It was indicated that this likely caused a temporary issue powering the device on; however, this would have since resolved after the fluid ingress dries up. No electrical damage to the device's internal component was noted. Additionally, the driveshaft exhibits binding and resistance. This observation is unrelated to the reported event. After bio-cleaning the platform, a clutch plate deburring was performed. The platform was functionally tested and passed all testing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) did not power on. The user tested the platform during shift check using multiple autopulse li-ion batteries; however, the same issue was observed. There was no patient involved.